Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Patient had a right atrial lead impedance increase over time from 2700 ohms to greater than 3200 ohms. Fluoroscopy showed the possibility of the lead not pushed into header all of the way, but could not be confirmed due to image quality. Reopened the pocket to fix the lead and found the lead to have a 2900 ohm impedance. The physician capped the lead and placed a new atrial lead.

Manufacturer narrative:
On (B)(6) 2018 - this lead was explanted during a system revision.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted during a system revision. A distal segment of the fragmented lead was returned for analysis. The proximal part including the serial number was not available for identification. The returned lead fragment was visually inspected showing multiple abrasion marks. In particular 9 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the fixation helix showed significant calcification which is most likely the root cause of the increased pacing impedance. Further analysis of the lead fragment did not reveal any peculiarities that may have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.